Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were showing as not connected and were not receiving patient data. A technical support specialist (tss) checked the station logs and did not observe any network errors. Then, the tss changed the station speed and duplex setting to 100 mbps half duplex. After completing the synchronization, the tss accessed the application server to verify synchronization information and confirmed that the last download, upload, and publish occurred on the current date. The system functioned as intended after the technical support specialist troubleshot the device. Initial reporter facility: community regional med ctr for its remote loc of fresno heart & surg.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the devices were showing as not connected and were not receiving patient data. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.